Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator had migrated. The device was moving in the pocket and was very uncomfortable for the patient. This crt-d was repositioned and remains in service. No additional adverse patient effects were reported.